Manufacturer narrative:
(B)(4). Evaluation other (B)(4) - erratic sodium results. To investigate this issue, the investigation team reviewed the complaint text, the instrument logs, the instrument history, and architect system labeling. The review showed the architect system operations manual does address erratic results including probable causes and corrective actions and instructions on component replacement. In the clinical chemistry integrated chip technology (B)(4) reagent package insert, literature is provided in describing suitable specimens, results, and limitations of the procedure. The investigation team was unable to identify the cause of the issue experienced at the customer facility. The review of the message history log did contain some liquid level sense errors from the date of occurrence of (B)(4) 2009; however, with the information provided, the instrument logs could not be confirm the complaint issue. Based on the available information, no product deficiency was determined.

Event description:
In 2009, a falsely depressed architect c16000 sodium result (sodium = 114 mmol/l) was generated and reported outside of the laboratory on a patient. The specimen was repeated, again generating a falsely depressed architect c16000 sodium results (sodium = 118 mmol/l). The patient was sent to a hospital where a new specimen was obtained and generated a normal sodium result. The original specimen was repeated at the account with architect c8000 sodium = 142 mmol/l and architect c16000 sodium = 144, 145, 145 mmol/l. The falsely depressed architect c16000 sodium result was reported outside of the laboratory. No impact to patient management was reported. Additional patient results include: architect c16000 - initial results: potassium = 3.4 mmol/l; calcium = 2.04 mmol/l;total protein = 57 g/l; albumin = 31 g/l. Architect c16000 - rerun results: potassium = 4.4 mmol/l; calcium = 2.38 mmol/l; total protein = 69 g/l; albumin = 37 g/l.

Manufacturer narrative:
No method, results or conclusion code can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.